Manufacturer narrative:
Reporter states that the event took place in (B)(6) 2020; exact "day" date is unknown. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 8203 device was being used during a knee arthroscopy sometime in (B)(6) 2020 when the tip of the device broke during use. It is reported that a small broken part of the device remains in the patient's bone. Another same-like device was used to complete the procedure. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of injury due to a fragment of the device remaining in patient's bone.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, (B)(4), the user is advised to not apply side or bending loads. Application of side or bending loads may result in device breakage and risk of tissue damage or debris. Inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Do not use excessive force on instrument to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.